Event description:
It was reported when the device was used during a lung resection procedure, after firing, one side of the staples formed, the other side did not form. Changed to use another cartridge, all staples formed. There was no reported pt consequence.